Manufacturer narrative:
A ge service representative performed an onsite investigation. Both monitors were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor went black resulting in a loss of the live image. There is no report of injury.